Manufacturer narrative:
The arrow buttons were unresponsive due to corroded keypad traces. No display anomaly was noted. No battery anomaly could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 160 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.